Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Additional information requested and obtained: how was the device opened and removed from the tissue. In the first attempt the stapler opens easily, but the staples were opened, ie they did not close and the stapler did not cut how did the second attempt to fire the device not work? In the second attempt the staples were opened again and the stapler is locked, to open it the doctor resorted to open it by means of the manual lever as the last option, it is when you decide to use another stapler which worked well was the device difficult to open? If yes : how was the device opened and removed from the tissue? It was opened from the manual opening lever of the stapler and the staples that were opened were removed with a clamp, the ones that were closed were implanted. How did the second attempt to fire the device not work? Second attempt happened when the stapler was blocked and did not want to open. On the complaint form it was marked "yes" for potential adverse event. Was there an adverse event occur with the patient? There was no adverse event. It could have been an adverse event but since the stapler only triggered open staples and did not cut it wasn´t an ae.

Event description:
It was reported that during a pulmonary lobectomy procedure, the doctor proceeded to staple and cut the lung tissue and the recharge applied its staples but did not close them, then he proceeded to use another recharge and the same inconvenience happened. There was mild bleeding from lung tissue. The implanted staples are not removed. The stapler damaged the application of the staples, and got stuck, a second attempt was made with another recharge and it also did not work. Another like device and reloads were used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Batch # p55r8w the analysis found that one pce60a device was returned with no apparent damage and with two ecr60g cartridges reloads present. The cartridge reload (a) was received fully fired. The cartridge reload (b) was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.